Manufacturer narrative:
(B)(4). Device got stuck during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Part 04.027.035s, lot 9888951: manufacturing location: (B)(4). Manufacturing date: april 07, 2016. Expiry date: april 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spiral blade got stuck in the protect sleeve during an initial proximal femoral nail anti-rotation surgical procedure. The blade was inserted without aligning the markings on the protection sleeve and it got stuck in protection sleeve. Because one blade was jammed in the protection sleeve, another blade was inserted freehand; this is not planned or covered by surgical technique guides. This spiral blade got stuck on an impactor. This is report 4 of 4 for com-(B)(4).